Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.5 cm diameter abdominal aortic aneurysm. It was noted that the proximal neck went from 24 to 32 mm in diameter over 12 -15 mm of length it was reported that the patient had a short conical neck. First graft was placed about 3 mm too low. A cuff was then placed perfectly. However there was still a residual leak. They didn't have a large pta balloon. A reliant balloon was used but was reportedly dog-boning a little. It was noted that the issue got better after ballooning. However, the issue did not resolve and the physician planned to rescan in one month and place a stent if there is still a leak. The physician thought the issue may resolve once heparin was reversed. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that the physician believed that a short conical neck was the cause of the type ia endoleak. The physician did not say what caused the stent graft to land low but they did state that they were being a little cautious about renal coverage and the device seemed to drop a couple of millimeters after releasing the hooks. The physician again did not state what caused the reliant balloon to ¿dog-bone¿ but did state that stent graft looked a little compressed, but this might have been where the neck ended and the aneurysm began. It was also noted that a second physician did not treat the short conical neck and had no opinion as to what caused the migration and endoleak. Review of ctas pre-implant revealed that the proximal neck was conical, calcified and contained thrombus. The neck diameter at the level of the lowest left renal measured approximately 22mm, 4mm lower was 21mm, 7mm below was 25mm, and 11 mm below the left renal was 29mm. The max diameter aaa was 4.4cm, contained thrombus, and was lined with calcification. The right common iliac was aneurysmal (3.5cm max diameter) and both iliacs were calcified. The cause of the proximal type I endoleak is uncertain. Images during and post-implant were not provided. It is possible that low placement within the conical-shaped, calcified and thrombus filled neck may have contributed.

Manufacturer narrative:
(B)(4).